Event description:
Shunt infection occurred after a medtronic valve failure in which the pt leaked csf into the subarachnoid space. Pt developed gram negative infection and high white blood cell count. Dr wants to make sure that there was not a problem with reaction to the codman catheter.